Event description:
It was reported by the customer that the gas cylinder at the stretcher head was no longer adjustable and gives way under the pt weight. The customer furthermore reported that the product was still operational, however, the gas cylinder was exchanged.